Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic ventral hernia repair, the surgeon tried placing mesh and when deploying tack, the mesh ripped and there were multiple holes in the mesh wherever a tack was placed. The surgeon had to remove mesh. Replaced by new devices to complete the case. There were additional holes in the abdominal wall from using 2nd piece of the mesh and tacker. The surgery was extended for more than 30 minutes.